Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)') and vaginal haemorrhage ('abnormal bleeding ( vaginal)') in an adult female patient who had essure (ess205) (batch no. 12279385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition:, anxiety") and depression ("depression"). In (B)(6) 2007, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia/ blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and amnesia ("neurological conditions or problems type: memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation (dilation and curettage) and hysterectomy with unilateral salpingectomy - right side only). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, metrorrhagia, anxiety, bladder disorder, fatigue, gastrointestinal disorder, alopecia, headache, nausea, weight increased, amnesia, depression, adenomyosis and uterine leiomyoma outcome was unknown, the menorrhagia, vaginal haemorrhage and iron deficiency anaemia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, adenomyosis, alopecia, amnesia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, psych injury. Essure confirmation test(s) conducted date - (B)(6) 2007 (discrepancy noted, as reported). It was reported that on right ostia: 3 coils visualized and left ostia: 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion.. Imaging procedure - on (B)(6) 2007: essure confirmation test (unspecified). Result - bilateral occlusion. Lot number:12279385 manufacturing date:2005/07 expiration date:2007/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)') and vaginal haemorrhage ('abnormal bleeding ( vaginal)') in an adult female patient who had essure (ess205) (batch no. 12279385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition:, anxiety") and depression ("depression"). In (B)(6) 2007, the patient experienced adenomyosis ("reproductive system disorder or condition type of disorder or condition: adenomyosis") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia/ blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and amnesia ("neurological conditions or problems type: memory loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation (dilation and curettage) and hysterectomy with unilateral salpingectomy - right side only). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, metrorrhagia, anxiety, bladder disorder, fatigue, gastrointestinal disorder, alopecia, headache, nausea, weight increased, amnesia, depression, adenomyosis and uterine leiomyoma outcome was unknown, the menorrhagia, vaginal haemorrhage and iron deficiency anaemia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, adenomyosis, alopecia, amnesia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, psych injury. Essure confirmation test(s) conducted date - (B)(6) 2007 (discrepancy noted, as reported). It was reported that on right ostia: 3 coils visualized and left ostia: 3 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion.. Imaging procedure - on (B)(6) 2007: essure confirmation test (unspecified). Result - bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-mar-2020: plaintiff fact sheet received. Reporter, patient demographics and laboratory data were added. On (B)(6) 2005, she implanted essure (previously reported as (B)(6) 2007). Essure lot number added. Added events abnormal bleeding ( vaginal), neurological conditions or problems type: memory loss, depression, reproductive system disorder or condition type of disorder or condition: adenomyosis, uterine fibroids. Updated events psych injury/ psychological or psychiatric problems condition:, anxiety (previously reported as psych injury). Updated outcome of events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.